Event description:
Fasciotomy for chronic exertional compartment syndrome of the deep posterior lower leg compartment: a prospective study. The aim is to evaluate the effectiveness of a fasciotomy reflected by patient-reported symptoms and to identify factors determining outcome. Between january 2013 and december 2021, 74 patients male (n=38) female(n=36) underwent dp-cecs fasciotomy at mmc. Intradermal sutures (vicryl) (ethicon) was used to close the skin. Reported complications include: intradermal sutures (vicryl) (ethicon) hematoma n=24%, treatment: not reported. Wound infection n=17%, treatment: 50% received antibiotics. Transient edema n=2, treatment: compressive stockings. Unsuccessful n=52%, treatment: not reported. In conclusion, outcome after a fasciotomy for lower leg dp-cecs is successful in approximately half of patients. Long duration of symptoms and not opening the flexor hallucis compartment are risk factors for failure.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: clin j sport med. 2025 may 1;35(3):252-258. Doi: 10.1097/jsm.0000000000001298. Epub 2024 nov 22. Pmid: 39576135; pmcid: pmc12013977. Https://doi.org/10.1097/jsm.0000000000001298.